Manufacturer narrative:
The serum sample was centrifuged at 3000 rpm for three minutes and the customer used an aliquot of the sample for analysis. On (B)(4) 2011, system check was performed and passed within specifications.

Event description:
The customer contacted beckman coulter inc. (Bec) to report erratic t bhcg positive result on one patient's sample generated by the access 2 immunoassay analyzer, which was reported out of the laboratory. The sample was repeated on the same instrument and higher result in different clinical category was obtained. No report of death, injury, or change to patient treatment was reported in connection with this event. On (B)(6) 2011, a bec field service engineer (fse) replaced pipettor gantry assembly and performed system check which passed. Although hardware issues were addressed, no definitive root cause could be determined for this event.